Manufacturer narrative:
(B)(4).

Event description:
During a follow-up performed on (B)(6) 2015, review of the device memory data showed oversensing episodes. The user suspects that this behavior resulted from external interference.

Event description:
During a follow-up performed on (B)(6) 2015, review of the device memory data showed oversensing episodes. The user suspects that this behavior resulted from external interference.